Event description:
On (B) (6) 2009, patient reported her infusion device has been giving multiple e4 (occlusion) error alarms. Patient stated she feels like her infusion device is working fine but the lines are the ones clogging. She stated she changes the infusion tubing every 2 or 3 days. Had patient disconnect the infusion tubing and prime through the tip of the tubing; infusion device gave an e4 (occlusion) error. Had her to disconnect the tubing from the infusion device and insulin came out with no error message given. Patient reported an incident on (B) (6) 2009 where she received an occlusion error, did not have a spare infusion set with her, and had to wait to change the infusion set. She stated her readings rose up to 353 mg/dl. Patient's normal blood glucose range is 105 -120 mg/dl. Patient uses apidra insulin. Patient reported she changed the insulin cartridge and infusion set on (B) (6) 2009 and was able to prime successfully but it occluded today. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.